Event description:
General report rec'd of an unspecified number of undocumented incidents of delays in critical therapies. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the tubing sets were reportedly kinking at the clave secondary port on the cassettes and at the lower clave y-sites. It was reported that the kinked tubing sets were "preventing the infusion of critical drugs during surgery and clotting of IV access." Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated that the devices were discarded. The reporter was contacted and info on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional info.